Manufacturer narrative:
Image review: four media files and one static image were provided for review. The patient¿s executive summary was provided for anatomical review. The annulus perimeter measured 89.3mm with a perimeter derived diameter of 28.4mm suggesting a 34mm valve. The aortic valve appeared to be moderately calcified. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre-implant balloon dilation was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and despite adequate expansion, significant movement was noted as the valve did not appear to be anchored in the annulus. It was reported that the valve dislodged aortic and was subsequently recaptured. During the following deployment attempt an infold was noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. It was reported that a new valve was used. Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-34 valve, the valve was initially loaded without issues, and a fluoroscopy check showed a good load with no crown overlap. A pre-dilatation was performed with a 22mm balloon. During the first deployment, the valve was observed to be floating in the aortic annulus at 80% and subsequently popped out. A recapture was done in the ascending aorta. During the second deployment, infolding was seen, leading to the valve being retracted from the patient. A second valve was loaded, and a second pre-dilatation was performed with a 24mm balloon. The second valve was implanted without issues. No patient complications have been reported as a result of this event. Additional information was received that it was unknown whether patient anatomy contributed to the dislodgement, although it appeared that the valve was not in complete contact with the native annulus at 80%. It appeared well deployed only went up and down during cardiac contraction. The deployment starting point was at the bottom of the pigtail catheter and the direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was greater than approximately 4-5 mm. After the valve dislodgement, the implant depth was approximately 4-5 mm. A non-medtronic (boston scientific safari) guidewire was used for the procedure. A procedural delay of approximately 10 minutes occurred as a result of the infold due to loading a new valve. Per the physician, the strong (55 degree) angulation probably contributed to the infold.

Manufacturer narrative:
Product analysis #(B)(4):four media files and one static image were provided for review of the event description above. Patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 89.3mm with a perimeter derived diameter of 28.4mm suggesting a 34mm evolut. The aortic valve appeared to be moderately calcified. Fluoro valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and despite adequate expansion, significant movement was noted as the valve did not appear to be anchored in the annulus (images 1 and 2). It was reported that the valve dislodged aortic and was subsequently recaptured. During the following deployment attempt an infold was noted (images 3 and 4). The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-34 valve, the valve was initially loaded without issues, and a fluoroscopy check showed a good load with no crown overlap. A pre-dilatation was performed with a 22mm balloon. During the first deployment, the valve was observed to be floating in the aortic annulus at 80% and subsequently popped out. A recapture was done in the ascending aorta. During the second deployment, infolding was seen, leading to the valve being retracted from the patient. A second valve was loaded, and a second pre-dilatation was performed with a 24mm balloon. The second valve was implanted without issues. No patient complications have been reported as a result of this event. Additional information was received that it was unknown whether patient anatomy contributed to the dislodgement, although it appeared that the valve was not in complete contact with the native annulus at 80%. It appeared well deployed only went up and down during cardiac contraction. The deployment starting point was at the bottom of the pigtail catheter and the direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) and left coronary cusp (lcc) was greater than approximately 4-5 mm. After the valve dislodgement, the implant depth was approximately 4-5 mm. A non-medtronic (boston scientific safari) guidewire was used for the procedure. A procedural delay of approximately 10 minutes occurred as a result of the infold due to loading a new valve. Per the physician, the strong (55 degree) angulation probably contributed to the infold.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012544086); product type: 0195-heart valves. Product ID evfxplus-34 (k031728); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-34 valve, the valve was initially loaded without issues, and a fluoroscopy check showed a good load with no crown overlap. A pre-dilatation was performed with a 22mm balloon. During the first deployment, the valve was observed to be floating in the aortic annulus at 80% and subsequently popped out. A recapture was done in the ascending aorta. During the second deployment, infolding was seen, leading to the valve being retracted from the patient. A second valve was loaded, and a second pre-dilatation was performed with a 24mm balloon. The second valve was implanted without issues. No patient complications have been reported as a result of this event.